Event description:
While one of the screws was being implanted into the right eyelid, it snapped in half. The thread of the screw was left into the plate implanted in the eyelid, and the head of the screw was discarded. One screw rod remained in nasal bone inside plated hole. Screw head broke off and was removed from patient. Sometimes in these surgeries, the screw will strip as the plate does not hold very well and the screw used is also very tiny. In this case, the thread fragment is in the bone. The patient will not need to have it removed and there is no risk whatsoever to the patient.